Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 250 mg/dl to 500 mg/dl at the time of incident. The customer was assisted with troubleshooting. The customer was treated with insulin pump and manual injection for high blood glucose level. Customer stated that the insulin pump had multiple pump error. Customer was able to successfully clear the alarm. Customer was able to complete pump rewind. The customer was able to pass self-test. The device will not be returned for analysis.